Manufacturer narrative:
Product analysis- the inserter was returned with approximately 11.5mm of the threaded tip broken off. The fractured section was the threaded portion of the tip that interfaces with the interbody device. There were witness marks located on the backside of the inserter where it was impacted during use. A microscopic review of the fracture surface reveals little to no surface smearing or signs of cyclic fatigue. The material disruption on the face of the fracture is consistent with mechanical overload from a bending moment. Out of tolerance specification was not noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review- the submitted images appear to display broken threaded shaft .

Event description:
It was reported that the patient underwent direct lateral interbody fusion at l2-5 using standard lateral approach due to spinal stenosis and degenerative disc at l2-5. During the surgery, the piece of the all-in-one-inserter that threads into the interbody to retain it to the inserter broke off in the implant. The fragment could not be removed from the interbody. No patient complications were reported as the result of the event.